Event description:
It was reported that this implantable cardioverter defibrillator (ICD) undersensed an atrial signal that resulted in inappropriate anti-tachycardia pacing (atp) therapy for a supraventricular tachycardia (svt). The rhythm was converted. Technical services (ts) suggested a reprogramming option. The device remains in use. No adverse patient effects were reported.